Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the suspect device for evaluation. Upon inspection of the avea unit externally, no anomalies were found. The carefusion fa rep powered into user mode and reported the unit is cycling properly. The carefusion fa rep reported no ¿vent inop¿ (inoperable) alarm was not being displayed. The carefusion fa rep continued by conducting est (extended system test), passed all tests. The carefusion fa rep continued re-running est test a couple of times, and all tests passed, no alarms during or after est testing. The carefusion fa rep cycled the power into service mode to check the error log history, there were no ¿vent inop¿ related events. After internal inspection and running the suspect device for a total seventy-one (71) hours, the carefusion fa rep was unable to duplicate the customer¿s alleged issue.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator went vent inop while doing the est maneuver. It turned back on again and then did a vent inop while making vent changes on a test lung prior to a demo. No patient involvement.